Manufacturer narrative:
Concomitant medical products: cook tri-tome pc triple lumen sphinctertome (tri-25). Investigation evaluation: a product evaluation was performed only by the photo provided in response to this report because the product said to be involved was not provided to cook for evaluation. A lot number and label were not included in the photo provided. Our evaluation of the photo provided confirmed the report. There is wire guide coating damage near the distal end. The damage appears to be between two of the wire guides distal silver centimeter markings. The wire guide coating has folded over itself exposing bare core wire. Per the photo provided we cannot complete a full evaluation. From the photo provided, it cannot be determined if any sections of the coating are missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. According to the report, the physician felt a lot of resistance when using the wire guide. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. During the ercp, the user used the acrobat wire guide and a cook tri-tome triple lumen sphinctertome (tri-25) in cannulation of the biliary [papilla]. Because the patient's special case, the user spent more time to cannulate successfully. Then they failed to withdraw the wire guide from sphinctertome. Eventually, [they were able to] withdraw the wire guide and sphincterotome from endoscope channel. The outer coating at 25 cm [from] distal tip of the wire guide was broken [coating damage].

Manufacturer narrative:
Concomitant medical products: cook tri-tome pc triple lumen sphincterotome (tri-25). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The distal silver centimeter markings are tinted yellow. The wire guide has folded over itself between 21.9 cm to 23.6 cm from the distal end. This folded over section of wire guide coating has split in a few places with some wire guide coating hanging off of the wire guide at 21.9 cm. Approximately 23.6 cm from to 25.5 cm from the distal end is a section of bare core wire. The wire guide is kinked approximately 2.6 cm and 25.5 cm from the distal end. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. According to the report, the physician felt a lot of resistance when using the wire guide. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.